Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with a blood glucose reading of 408 mg/dl. The customer experienced abdominal pain, nausea and vomiting. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. It was stated that the healthcare professional requested a replacement insulin pump as the customer continued to experience elevated blood glucose levels after the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.